Event description:
It was reported that the valve was explanted, because no drainage was observed. The physician identified a possible leak in the delta chamber of the valve.

Manufacturer narrative:
The device has not been returned to the manufacturer.